Manufacturer narrative:
The PMA/ 510k number was inadvertently entered as p010032 instead of p150004 in initial report. This has now been corrected.

Event description:
Device 2 of 2. Related manufacturer reference number: 1627487-2019-09401.

Event description:
It was reported during follow up the patient underwent surgical intervention during which the patients leads with high impedance were explanted. During the procedure it was noted both leads had fractures.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Related manufacturer reference number: 1627487-2019-09401. It was reported the patient was involved in a car accident in (B)(6) 2019 and then began experiencing ineffective stimulation. Diagnostics revealed high impedances on two leads, and x-rays were unremarkable for lead migration. Reprogramming attempts have been unsuccessful. To address the issue, the physician may perform surgical intervention.

Manufacturer narrative:
A patient experiencing ineffective stimulation/high impedance on two leads was reported to abbott. Patient has high impedances on two leads. One lead was switched off and the other lead was still on. The patient underwent surgical intervention during which the patients leads with high impedance were explanted. During the procedure it was noted both leads had fractures. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.